Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 27mm edwards valve implanted in the mitral position has been placed under consideration for a valve-in-valve procedure after an unknown implant duration due to stenosis.

Event description:
Edwards received notification that this patient with a 27mm edwards perimount valve implanted in the mitral position has been placed under consideration for a valve-in-valve procedure after an unknown implant duration due to stenosis.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5, b7, e1, h6.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.